Manufacturer narrative:
(B)(4).

Event description:
It was reported that app stated start sensor session occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined (*as the allegation was not found). In addition, [reportable issue] was found in connection to the reported allegation. The reported event of start session is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.